Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod adhesive was not sticking well in which resulted in the cannula being dislodged from the infusion site (abdomen). Once at the hospital the patient was treated with intravenous fluids including zofran. The patient was released from the hospital the following day.